Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date three years ago, the pt began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for pd and on an unreported date, the patient began treatment with extraneal viaflex (dose, frequency, and lot number not reported), ip, for pd. On an unreported date, a break in aseptic technique occurred further described as the pt made a mistake of touch contamination (details not provided), the pt did not clean the exchange area before starting pd and pt does not consistently wear a mask while performing pd therapy. The cause of the peritonitis was attributed to the break in aseptic technique. The pt was not hospitalized for the event. On an unreported date, the pt received treatment for the peritonitis with fortaz, ip, (dose, frequency, and lot unknown). Concomitant therapy was not reported. On an unreported date, the pt was recovered from the peritonitis event. On an unreported date in the month following occurrence, the pt received re-training in aseptic procedures for pd therapy. At the time of this report, dianeal and extraneal therapies were ongoing.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.